Event description:
The customer reported that there was a communication failure error message. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended and put back into service.